Manufacturer narrative:
D4 - primary unique device identification (UDI): (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from spain, edwards received notification of a 48 mm evoque valve procedure. Post-procedure, thrombus was identified. Discharge gradients were reported at 2 mmhg. Approximately one-month post-procedure, the patient presented symptomatic with elevated gradients (6 mmhg). Imaging confirmed thrombus. The patient was treated with IV heparin, resulting in normalization of gradients. Medication at discharge was sintrom.